Event description:
The customer is unable to calibrate axsym rubella igg reagent. The customer replaced the sample probe and performed the weekly maintenance recently with some other toubleshooting methods without resolution. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.